Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were doing yard work and began to lose consciousness. The cgm was displaying 176mg/dl at the time of event and the patient felt like their bg was lower than what the cgm was displaying. The patient passed out and his wife and son found him on the floor. They checked the patient¿s blood sugar and the bg meter read 40mg/dl. They provided the patient with soda, sugar tablets and potato chips to increase his blood sugar and after treatment, the patient¿s bg increased to 61mg/dl. Emergency services was not needed. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.